Event description:
Additional information received reported that cause of event was a significant fall. Impedances measurements are greater than 40 000 ohms. X-rays on (B)(6) 2012 confirmed migration of leads. After reprograming, stimulation coverage was 50%. Stimulation had declined and revision of the leads would be performed. Revision date was pending clearance at the time of this report. No hospitalization and non-serious injury.

Event description:
It was reported that an impedance check found impedances over 40,000 on multiple contacts, including 5, 9, 12, and 15. The patient had fallen 6 weeks ago. Prior to the fall the patient had okay stimulation but it was not optimal. The device was able to be programmed around the open circuits with okay coverage, but it was not as good as it was before. The patient was getting right leg and back coverage but coverage was limited. An x-ray was planned to identify where the open circuit was. Approximately two and half weeks later it was reported that the tip of 4 leads had moved and had been confirmed through x-ray. Additional details regarding the fall included that she had fell off a stool and hit the side of her ribs into a kennel. It was stated that prior to the fall the patient was getting pain relief, but two of the settings the patient had would give the patient too much stimulation in the stomach, causing her to feel bloated. It was noted that the patient had seen an out of regulation message once a couple weeks prior due to settings that were too high for the device to give. Additional information was requested, but was not available at the time of this report.

Event description:
Subsequent information received reported there was a problem wherein issues with respect to the lead were discussed. The patient recently had a revision, the reason for the revision was unknown; however, it was suspected that the leads only were replaced. Additional information is being requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Additional information received reported that at a post-op appointment the patient stated she had full "still" coverage. It was believed that "still" meant stimulation and there may have been a typo, however this was unclear. The patient's revision date remained unknown.

Manufacturer narrative:
Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger; product ID: 355531, lot# n310350, implanted: (B)(6) 2012, product type: screening device. Product ID: 3550-39, lot# n313495, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Manufacturer narrative:
In the previous report new information made the event reportable for a serious injury due to intervention.